Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited burn marks on the distal metal part and adhesive around the light guide lens had peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction, it possible that a sufficient distance from the distal end was not maintained when using an electrosurgical unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.